Event description:
Routine line care flushes were done on a triple lumen PICC [peripherally inserted central catheter]. Maintenance fluids were infusing through the red lumen and dressing was clean, dry and intact. However, when we flushed the ns [normal saline] locked white lumen, it leaked saline from beneath the dressing. We removed the dressing to investigate, and it seemed to be leaking directly beneath the secure-a-cath, so I did not open that casing to investigate further. We re-dressed the line and contacted the on-call provider and the PICC team.